Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -10.00 into the patient's right eye (od) on (B)(6) 2018 . The patient experienced a low vault and anterior subcapsular cataract was observed on (B)(6) 2024. The lens remains implanted. Reportedly "plan is to exchange next month." The reporter indicated the cause of the event was the device and the device failed to perform as intended. Cause details: "vault too low since surgery- causing asc". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).